Event description:
Respiratory therapist was pushing the bear 1000 ventilator up a slight incline and the unit toppled over. No injury to the therapist occurred. The respiratory staff have been complaining about these ventilators being top-heavy with the addition of the model 10550 compressors which are mounted on the top of the vents. A warranty svc call was placed to bear medical for preventive maintenance of the ventilator and check it for any damage before it is put back into svc.